Event description:
It was reported that there was a leak originating from the tubing of an automated peritoneal dialysis set with cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The reported leak could not be verified and the cause of the event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.